Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, a fold crease. A leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified crease smooth opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.